Manufacturer narrative:
(B)(4). The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that the saline bag back filled during recirculation mode. A patient was connected to the machine at the time of the incident, however the saline bag was clamped off during that time. When the clinician observed that the saline bag had backfilled, the treatment was stopped, and the saline bag was removed. A new saline bag was hung, and then the treatment was continued and successfully completed without further issue. No patient complications occurred as a result of this event. The complaint device is not available for evaluation by the manufacturer. The unit remains in use at the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.